Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -5.5/5.5/012 diopter in the patient's left eye (os) on (B)(6) 2015. Refractive surprise was noted and the lens was explanted on (B)(6) 2015. The patient's post-op uncorrected visual acuity was 6/24 and best corrected visual acuity was 6/6. (B)(4). Corrected data: the correct report country is (B)(6). This product was manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens was implanted and refractive surprise was noted. The lens remains implanted.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: lens work order search. Result: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint information and lens work order search, we were unable to determine a specific root cause of the event. (B)(4). Lens remains implanted.